Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer was driving and was unable to trouble shoot. Customer was instructed to connect the pump to a power source, if that did not resolve issue, to call back in. There was no adverse impact to the customer¿s blood glucose level.